Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
During follow-up with the user facility it was noted that the subject device was used on 16 patients while awaiting the positive culture results. 15 additional complaints have been opened to address this issue.

Event description:
Correction to b5 of the initial report: it was reported that, during reprocessing, the colonovideoscope tested positive for an unspecified number of moderate growth colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 24, 2024 sampling from: all channels cfu: 1cfu bacterial identification: escherichia coli. The device was evaluated where no abnormalities were found that could have led to the reported event. This report is related to MFR 14037 (1/16).